Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 200 mg/dl. The customer stated that the pump is not communicating with the transmitter. The customer was advised to change sensor. The customer was advised the sensor may not be working, dislodged, bent retracted or damaged. The customer was advised to put the transmitter on the charger until it is completely charged. The was advised that we would replaced sensor and we would send a test plug.